Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was missing data despite being in use. Reportedly, customer continued to use the pump for insulin therapy. It was also reported that the pump time was incorrect, due to pump reset. The customer's blood glucose level was 367 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.